Event description:
The lab obtained a serum potassium result of 2.4 mmol/l on a pt sample. Because the lab's policy is to repeat all samples less than 3.0 mmol/l, the same pt sample was reanalyzed and produced results of 5.8, 2.5, and 2.4 mmol/l. The 5.8 mmol/l result was not reported, so pt treatment was not initiated, altered, or stopped due to this result.